Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 10/3.50 flextome¿ cutting balloon¿ monorail was used to treat the lesion. During the procedure, the balloon ruptured at 12 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified the blood before further inflation attempts were made. All additional attempts to inflate the balloon failed as solidified blood remained in the balloon and inflation lumen. No kinks or damage were noted along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 10/3.50 flextome cutting balloon monorail was used to treat the lesion. During the procedure, the balloon ruptured at 12 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.